Event description:
The consumer reported using the product for two hrs on his lower back. The consumer claimed the product "actually dripped down the back of his pants and caused burns to the anus and scrotal area". The consumer did not seek medical attention at the time of the incident, but claimed it "took six weeks and two doctor visits for the severe irritation to go away."

Manufacturer narrative:
Since this is a disposable single-use device, the patch is unavailable for eval and analysis. The lot number was not provided from the reporter to conduct trend analysis. This report is below the threshold of the FDA's requirements for mandatory reporting of adverse events involving medical devices as there is no evidence that use of the product resulted in serious adverse health consequences. Instead, our investigation has determined that the pt experienced temporary or medically reversible adverse health consequences. Accordingly, this MDR is being submitted as a voluntary and proactive measure by the MFR to enhance prod safety and pharmacovigilance.